Manufacturer narrative:
The peritonitis occurred on an unspecified date in (B)(6) 2016. On (B)(6) 2016, the peritonitis was noted as an event in medical records. (B)(6). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was not reported. On an unknown date, the patient was hospitalized for the peritonitis event. The patient was treated with vancomycin ¿in pd bags¿ (dose, frequency and duration not reported). The patient was discharged the same month as admission with ¿three dialysis bags with added vancomycin to use at night, then treatment was completed¿. The patient was recovered from this peritonitis event. The action taken with extraneal and physioneal therapies was not reported. No additional information is available.